Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number is not provided by the customer.

Event description:
It was reported to philips that the device turned on with the main screen displayed and then lockup. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
This is a duplicate of report # 1218950-2017-05232.